Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open irritation that is raw with red marks and a blister. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse places a patch on the area for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.